Event description:
At bronchoscopy, the pt became hypoxic. Pt. Manually ventilated via bag, et tube, and peep valve. Pt. Became difficult to ventilate. Pt. Re-intubated. Pt. Remained difficult to ventilate. Peep removed, pt's chest decompressed and ventilation resumed. Pt. Expired.